Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received in response to a request for follow-up. It was reported that another refill was performed at the end of september and no difference between the emptied volume and expected volume was observed. It was indicated that the physician considered the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at a dose of 439.8 mcg/day via an implantable infusion pump. It was reported that there was a discrepancy between the expected volume and emptied volume from the pump between two refills. On (B)(6) 2020 the expected volume was 3.1 ml while the volume emptied from the pump was 0 ml, with the previous refill having been on (B)(6) 2020. On (B)(6) 2020, which was 1 week after the last refill, the expected volume was 18.4 ml while the volume emptied was 17.5 ml. A rotor assessment was planned for (B)(6) 2020. No other interventions/actions were yet taken. It was indicated that there were no available/applicable environmental/external/patient factors that may have led or contributed to the event. At the time of the report, the issue was not resolved but the patient status was alive without injury.